Manufacturer narrative:
H6: investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that 5 unspecified bd introsyte¿ introducers splittable sheaths were defective and (B)(4) did not split as intended. Additionally, it was reported that (B)(4) cases of extravasation occurred. The following information was provided by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced introducer was difficult to thread, splittable sheath did not completely separate / introducer did not peel apart correctly, plastic tip of introducer seemed to stick / adhere to the catheter, mispositioning, and device rigidity during positioning manoeuvres."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 5 unspecified bd introsyte¿ introducers splittable sheaths were defective and 10 did not split as intended. Additionally, it was reported that 15 cases of extravasation occurred. The following information was provided by the initial reporter: "it was reported via introsyte introducer survey that the clinician experienced introducer was difficult to thread, splittable sheath did not completely separate / introducer did not peel apart correctly, plastic tip of introducer seemed to stick / adhere to the catheter, mispositioning, and device rigidity during positioning manoeuvres."